Event description:
This rv lead was repositioned on (B)(6) 2011 due to increased thresholds and decreased sensing. Lead showed increasing thresholds up to four volts at 1.0 ms and decreasing sensing to 2.7 mv over time. The physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).